Event description:
It was reported that the patient presented to the hospital due to chest pain and intermittent ventricular loss of capture. It was determined that this right ventricular (rv) lead had perforated the rv apex of the heart. A temporary pacing wire was inserted into the rv channel and the patient was transported by air to another hospital. Upon arrival to the other hospital it was determined that the rv lead had perforation into the thoracic cavity resulting in a collapsed left lung and a significant hemothorax. The patient was taken to the operating room for an emergency cardiothoracic surgery. Upon arriving in the operating room the patient exhibited cardiac arrest and required cardiopulmonary resuscitation (CPR) and external defibrillation due to a ventricular fibrillation arrhythmia. Approximately two liters of blood was drained from the thoracic cavity and the patient required treatment for hypovolemic and cardiogenic shock. This rv lead was removed and the perforation was repaired. A new lead was implanted and the temporary pacing wire was deactivated after the new lead was connected to the device. The patient as transferred to the intensive care unit post operatively. Post operative check showed satisfactory measured data. This rv lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead will be returned. Upon return and analysis this investigation will be updated.